Event description:
A pixel issue on the pump display was reported by the customer, which affected their ability to interact with the device and read parts of the screen. There was no reported adverse impact on the customer¿s blood glucose level. As a corrective action, technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed on how to put the pump into storage mode before returning it via a prepaid label within 10 days, and they planned to use manual daily injections as a backup therapy to ensure continuous insulin delivery.